Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawers were failed. A field service engineer power down and disconnected the drawer 2.1/2.2 to force fail the drawer after reboot. The fse reconnected the drawer and found that drawer auto recovered after reboot. Also found that drawer 3.1 row b was failed to detect. Reseated pyxibus and ribbon cable connection to resolve the issue. The access to drawer 2.1 and 3.1 via inventory was successful, with no failures reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.